Event description:
The customer reported the ac power module did not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the third party field service engineer evaluated the ac power module and confirmed the electrical failure. The ac power module was replaced to resolve the issue. The ac power module was not available for eval.